Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0tyyc implanted: (B)(6) 2015. Explanted: (B)(6) 2018. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-oct-06 (B)(4) (con): information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they have had a lead stop working in the past; in 2018, the hcp was unable to remove the lead, so they left it implanted and just implanted another one. So they wanted to see if their lead was okay. Ps: sent pt hcp listings and sent email to field on pt's behalf. Ultimately pt was redirected to hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and u rinary/bowel dysfunction. It was reported that pt called back repeating same information saying that therapy still wasn't helping them and pt was experiencing bladder symptoms like going to the bathroom frequently and not being ableto get off the toilet seat. Pt said manufacturing representative (rep), had been calling them and working with them and pt asked patient services (ps) to send rep a message requesting a call. Ps reviewed role of ps, rep and healthcare provider (hcp) and pt understood. Pt said they had trouble getting their hcp to help them with the  device. Pt said that rep said since none of the programs were helping the patient the hcp may want to do imaging to ensure lead location was good but pt hasn't been able to get hcp to schedule this. Pt said they've had a lead stop working in the past so the wanted to see if their lead was okay. Ps sent pt hcp listings and sent email to field on pt's behalf. Ultimately pt was redirected to hcp.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and u rinary/bowel dysfunction. It was reported that they have had a lead stop working in the past; in (B)(6) 2018, the hcp was unable to remove the lead, so they left it implanted and just implanted another one. So they wanted to see if their lead was okay. Ps: sent pt hcp listings and sent email to field on pt's behalf. Ultimately pt was redirected to hcp.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0tyyc. Implanted: (B)(6) 2015. Explanted: (B)(6) 2018. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.